Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user on day three of ilet use experienced a low blood glucose of 72 mg/dl approximately two hours after announcing a usual meal, with glucose trending down from 150 mg/dl following lunch. Symptoms included hypoglycemia without reported neuroglycopenic or adrenergic manifestations. Outcomes included self-management with oral glucose per low blood glucose correction protocol, no emergency care, and no hospitalization. Investigation included user troubleshooting and education on hypoglycemia management and meal handling while the system adapts. Investigation of this case revealed no device malfunction identified and a possible insulin overdelivery relative to meal needs during early adaptation, with cause unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.